Event description:
It was reported to philips that the device's battery is too low to discharge. There was no patient involvement.

Manufacturer narrative:
Based on the information available, the cause of the reported problem was confirmed and traced to the battery failure, device battery capacity is low. Reported problem was solved by customer, after replacing the battery, device was successfully returned to service. The investigation concludes that no further action is required at this time.